Manufacturer narrative:
The provided precision check and repeatability check indicated contamination due to a dirty dilution vessel and a partly clogged vacuum nozzle. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue (poor quality of the processed samples, causing contamination) at the customer site. Preanalytics are within the customer's responsibility.

Event description:
We received an allegation of questionable sodium electrode results for 23 patients¿ samples tested on a cobas pro ise analytical unit. Discrepant results for 2 patients' samples were provided: sample 1: initial result: 150 mmol/l. On (B)(6) 2025: repeat result: 144 mmol/l (tested on a different ise analytical unit). Sample 2: initial result: 147 mmol/l. On (B)(6) 2025: repeat result: 140 mmol/l (tested on a different ise analytical unit). Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
The sodium electrode lot number was eub16. The expiration date was not provided. The customer mentioned that there were no qc issues. The investigation is ongoing.